Event description:
On (B)(6) 2012, the patient contacted animas and reported a load step malfunction. The pump reportedly dispensed insulin during the load step emptying the cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. A 2531779-03/24/2010-003-r.